Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this lime. A call was placed to technical services on 06/27/2018 stating that the noise on this lead had caused many mode switches and respiratory rate trend signal oversensing. The ra lead impedance trending was also noted. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).